Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure, the nurse called and stated that the left side of the high-resolution stereo viewer (hrsv) was not working in one of the surgeon side consoles (ssc) and the image was black. The issue has happened in the past. The customer continued and were planning to power cycle after the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse swapped digital video interface (dvi) cables and confirmed that the issue remained on the left side monitor indicating monitor failure. The isi fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the issue with powering on the ssc. The system was tested and verified as ready for use. Isi received the hrsv monitor; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint and completed the failure analysis testing. The hrsv monitor was installed onto the test xi system and on startup the unit did not have any video feed. The system was left running idle and power cycled for 10 times and the issue persisted. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.